Manufacturer narrative:
Lot number and product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Severe and permanent neurological injuries [nervous system disorder]. Extensive nerve damage [nerve injury]. Dizziness [dizziness]. Excessive fatigue [fatigue]. Pain in extremities [pain in extremity]. Numbness in extremities [hypoaesthesia]. Weakness [asthenia]. Zinc toxicity [metal poisoning]. Muscle pain [myalgia]. Joint pain [arthralgia]. Headaches [headache]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their male client, now age (B)(6), used fixodent denture adhesive, version unk cream concurrently with super poligrip original denture adhesive, unspecified total daily personal use beginning 1980 to present, and reported the following: severe and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive nerve damage that resulted in symptoms that included numbness and pain in his extremities, muscle pain and joint pain, headaches, dizziness, weakness and excessive fatigue. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.